Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6)). The investigation determined that the mpx v2.0 us-ivd assay performed within specifications. The non-reactive results observed in the pool of 6 (pp6) were attributed to the dilution factor, which may reduce the sample concentration to a level near or below the assay's limit of detection, leading to results that can waver between reactive and non-reactive. A review of the mpx v2.0 assay lot g11355 did not identify any reagent-related issues. No trends or prior related complaints were identified for this lot. Control lot information was not available for further analysis. The customer's allegation was substantiated; however, no harm was reported, and the donations involved were not released. The event did not result in an organ donation rejection.

Event description:
The initial reporter alleged discrepant hepatitis b virus (hbv) results using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. The customer reported that two pools of 6 (pp6) tested with the mpx v2.0 assay generated non-reactive results. However, when the same samples were tested with a competitor assay in a pool of 8 (pp8), hbv-reactive results were obtained. Resolution testing was subsequently performed, and hbv-reactive results were generated for both the mpx v2.0 assay and the competitor assay. The following results were reported for the questioned samples: mpx v2.0 assay: pp6 non-reactive. Mpx v2.0 assay: resolution test hbv-reactive. Competitor test: pp8 hbv-reactive. Competitor test: resolution test hbv-reactive. The donations involved were not released.